Event description:
Pt's daughter stated that after filling a portable lox unit, the liberator 45 stationary unit froze open. In an attempt to close the open fill port on the stationary unit, the pt's daughter came into contact with lox, causing a burn on her hand. Daughter was treated in ER for burns on 3 fingers (2nd degree burn on 1 finger, and 1st degree burn on 2 fingers).

Manufacturer narrative:
Caire, inc. Has requested the unit be returned for eval and testing.